Manufacturer narrative:
(B)(4) feeding tube blocked/occluded. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used during a feeding tube placement procedure performed on (B)(6) 2016. According to the complainant, during the procedure, difficulty was experienced when trying to track the peg tube over the guidewire. The procedure was completed with another endovive safety peg kit push method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.